Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported after tampon use she experienced unusual vaginal odor, itching, discharge and burning. She went to the doctor and a piece of tampon was found inside her and removed. After tampon was removed her symptoms resolved. She had a urine sample obtained and tested positive for uti. Medication was prescribed.